Event description:
No additional information.

Manufacturer narrative:
It was reported by customer that tpn tubing was found to be cracked at the filter site and tpn leaked out. One sample was received for quality evaluation. Visual inspection was conducted and no damages or deformities were identified. The infusion set was then primed and a leak was immediately identified through the outlet vent of the filter. The customer complaint of component damage - leak was confirmed. The investigation was then forwarded to manufacturing for further investigation. After further investigation at manufacturing, it was determined that the root cause for the leakage was either an adverse effect from the build-up of material on the vent seal tooling or from an area of contamination being present on the supplied vent media. Awareness was raised at the manufacturing level by reviewing this concern with all involved operators at a regular shift review meeting where they were encouraged to be vigilant for related vent leak defect concerns during production and to escalate to management accordingly if found. A device history record review for model 10010454 lot number 24085258 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was cracked the following information was received by the initial reporter with the following verbatim. It was reported by customer that tpn tubing was found to be cracked at the filter site and tpn leaked out.